Event description:
Patient admitted to hospital for bilateral removal and replacement of gel breast implants secondary to rupture of right breast implant. Manufacturer unknown. Markings on intact left breast implant noted silastic #2 size 300cc.